Manufacturer narrative:
A medtronic field service engineer (fse) visited the site and replaced the charger boards. System tested fully functional after charger board replacement. Analysis of suspect charger board: unable to confirm reported problem "emitting strong burning smell." Charger 1 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. No unexpected odor is noted. Installed charger 1 in test o-arm system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found.

Event description:
A medtronic representative reported that the o-arm system was emitting a strong burning smell. Discovered outside of surgery. No patient present.

Manufacturer narrative:
Investigation of returned suspect battery charger 2 was unable to confirm reported problem. Charger 2 board passed functional bench output testing. Visual inspection noted led's light as expected, board has leaking capacitors. No unexpected odor is noted. Installed charger 2 in test imaging system and board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found.